Manufacturer narrative:
Zoll med corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.